Event description:
It was reported by the rep that he rec'd a medwatch in his mail. It was reported the device was used in an ectopic pregnancy. The medwatch stated, "while using the laparoscopic linear cutter the jaws would not open wide enough. Tissue bleeding occurred and staples did not line up. Six reloading units were used to complete the procedure. The pt lost 1200cc of blood." The device was discarded. The risk manager would not release the name of the surgeon.